Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2015, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), weight increased ("weight gain"), menorrhagia ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, abdominal pain, back pain, weight increased, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, ectopic pregnancy with contraceptive device, menorrhagia and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 21-sep-2017: after an internal review, seriousness criteria "intervention required" was ticked. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("malposition of essure device (left tube),") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included polycystic ovary and mental disorder since 2015. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), weight increased ("weight gain"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes,"), depression ("psychological or psychiatric problems(depression)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems or changes,"), migraine ("migraines / headaches,"), headache ("migraines / headaches,"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gallbladder disorder ("gastrointestinal or digestive system condition (gall bladder)"), alopecia ("hair loss"), rash ("rashes or skin conditions(rashes)"), tooth disorder ("dental problems,") and pelvic pain ("pain,"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, abdominal pain, back pain, weight increased, menorrhagia, adverse event, genital haemorrhage, hormone level abnormal, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, gallbladder disorder, alopecia, rash, tooth disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, gallbladder disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. She is currently planning for removal, reasons for removal: complications and wanting to have another child. Essure device was implanted postpartum after 12 weeks since delivery/birth. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 24-oct-2018: plaintiff fact sheet received. New reporter, patient demographic information, essure start date and indication, lab data and event abnormal bleeding (general), hormonal changes, psychological or psychiatric problems (depression), bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea(cramping), fatigue, gastrointestinal or digestive system condition (gall bladder), hair loss, malposition of essure device (left tube), rashes or skin conditions (rashes), dental problems, pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.